Event description:
The customer received questionable rubella igg results for two samples from one patient. The samples were tested on an analytical e module, serial number (B)(4). The patient had been immunized during childhood against rubella with two injections in (B)(6) 1989 and (B)(6) 1999. The first sample, drawn (B)(6) 2011, generated the following rubella igg results: the result when tested on the analytical e module was 71.22 ui/ml. The result from an external laboratory when tested (B)(6) 2011 with meia methodology was <5 ui/ml (negative). The sample was sent to a hospital laboratory and tested on a beckman coulter (unicel dxi) analyzer. It recovered 6.3 ui/ml (negative). A western blot e1 was also performed at the hospital laboratory. The western blot result was" indeterminate (only trace) and set as negative". The second sample, drawn (B)(6) 2011, generated the following rubella igg results: the result when tested on the analytical e module was 72.29 ui/ml (positive). The sample was sent to a hospital laboratory and tested on a beckman coulter (unicel dxi) analyzer. It recovered 7.9 ui/ml (negative). A western blot e1 was also performed at the hospital laboratory. The western blot result was" indeterminate (only trace) and set as negative". The rubella igg result reported outside the laboratory was 72.29 ui/ml. The customer concluded the patient should be considered as non-immunized against rubella. The patient was not harmed by any action taken. The patient will receive another dose of vaccine.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer provided both samples for investigation. The discrepant results between the elecsys and competitor assays were confirmed. Further investigation revealed the positive/reactive elecsys rubella igg results were correct. Since the elecsys results were confirmed by the investigation, medical risk due to elecsys result seems unlikely.